Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals a piece of the drill bit is stuck in the 2.0mm side. The device shows signs of significant wear and use. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions could not be performed. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all instruments be inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: case-(B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, during forearm orif surgery, the 2.0/2.7mm double-ended drill guide bit broke inside of the guide and cold not be removed. The broken pieces were stuck inside the drill guide as they were drilling into the patient. And x-ray confirmed that no pieces were left in the patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.